Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was experiencing high blood glucose of 441 mg/dl. The customer stated he tried changing the infusion set and reservoir three times but was receiving no delivery alarms during prime. The customer treated with manual injection. Troubleshooting was done and the insulin pump did not alarm no delivery during prime. Customer was advised that the insulin pump is working as designed and the alarm was caused by a connection issue.